Event description:
The registered nurse (rn) reported to fresenius customer service that the peritoneal dialysis (pd) patient was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2026 and had a pd culture obtained. Per the nurse, the pd culture revealed growth of the bacteria pantonea agglomerans. Later the same day, the patient was admitted into the hospital for peritonitis. Per the nurse, the patient received antibiotic therapy in the hospital (details are unknown). Furthermore, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The patient continues hemodialysis modality on an outpatient basis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique/infection control.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the information obtained, the event of peritonitis attributed to patient breach in aseptic technique/infection control, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.